Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure, it was not possible to connect the device with the implanted competitor right ventricular (rv) lead. The competitor rv lead was removed and replaced with a different lead, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.